Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One device was implanted on (B)(6) 2011. Boston scientific's obtryx device was also implanted at this time. A second device was implanted on (B)(6) 2011. The complaint via the attorney was that the pt suffered an unspecified injury. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
Two devices were implanted on different dates. Both devices had the same lot number and same part number. The device history record was reviewed and everything was in order.